Event description:
It was reported that pump malfunction occurred with malfunction code displayed and pump could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for placing pump in storage mode and returning malfunctioning pump within required timeframe, and arranged replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.